Event description:
During a remote follow-up, noise resulting in oversensing and inappropriate automatic mode switch were observed on the device. Technical services was contacted and provided reprogramming recommendations. The device was reprogrammed to resolve the issue. The patient was stable.

Event description:
During a follow-up, noise resulting in oversensing and inappropriate automatic mode switch (ams) were observed on the device. The device was reprogrammed to resolve the issue. Additional information was received, and the cause of the noise was due to electromagnetic interference (emi) and provocative testing was recommended.